Event description:
A patient underwent video-assisted thoracoscopic (vats) convergent procedure with concomitant left atrial appendage exclusion (laae) using a prov45 clip. After initial clip positioning, bleeding was observed at the left atrial appendage (laa). The surgeon immediately closed the clip, resulting in cessation of bleeding. Transesophageal echocardiography (tee) revealed a 3mm residual communication, with clip placed at base of laa. Based on tee findings, the surgeon elected to reposition clip. Bleeding recurred but stopped when the clip was closed again and the clip device was deployed. After a 15-20 min monitoring period, there was no residual bleeding. The pleural space was then suctioned, and loss of co2 insufflation occurred, followed by sudden brisk bleeding from laa. The procedural approach was converted to sternotomy, and after placing the patient on cardiopulmonary bypass, the laa was surgically ligated and oversewn. The convergent procedure was abandoned. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.